Manufacturer narrative:
A getinge fse evaluated the unit and verified that the screen works normally. The fse then cleaned the connection interface of the screen signal cable and recommended to change the wheels of the cart as they begin to deteriorate and crack, making it difficult to push the machine. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that prior to use on a patient, the cs100 intra-aortic balloon pump (iabp) screen does not turn on. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use , the cs100 intra-aortic balloon pump (iabp) units screen does not turn on. There was no patient harm reported.